Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2011, the patient was implanted with a bifurcated stent and a infrarenal extension to treat an abdominal aortic aneurysm. On (B)(6) 2018, endologix was made aware of a type 1a endoleak with dilatation. The patient presented at the ER with back pain. The physician recommends having the devices explanted however the patient has refused treatment and understands the risk. The patient was sent home in stable condition and there have been no additional patient sequelae reported at this time.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Due to the lack of medical records, clinical was unable to confirm the reported events of type ia endoleak. Medical records and images were requested and denied. The most likely cause of the loss of seal, procedure related harms and the final patient disposition could not be determined due to a lack of any medical records or imaging. The patient was reported as being in stable condition, refusing treatment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.